Manufacturer narrative:
The reported event could not be confirmed with limited information provided from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, a liner would not lock into the cup intraoperatively. After several attempts, a second liner was opened and impacted into the cup successfully. Upon review of the hip, it was discovered patient had sustained a medial acetabular bone fracture due to the difficulties with seating and associated impaction. No further information is available.

Manufacturer narrative:
(B)(4). Report source: - foreign - event occurred in (B)(6). The device has not been returned for evaluation at the time of this reporting. Follow up attempts for the product return is being performed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a liner would not lock into the cup intraoperatively. A second liner was opened and impacted into the cup causing the cup to fracture through the patient's acetabulum. No further information is available at this time.